Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
When the replacement arrived, the screws were already out of place in the box. The replacement was brand new.

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako reamer handle was reported. The event was confirmed via inspection. Method & results -product evaluation and results: visual inspection confirmed the event. One screw fell off from the mako offset reamer handle. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the reported failure has been confirmed. Based on product history review, it has been determined that the device functioned as intended prior to release. There is not sufficient evidence to suggest that the reported event was caused by a manufacturing issue. Additionally, a complaint history review provides no indication of any inherent hardware issue. The exact root cause cannot be determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When the replacement arrived, the screws were already out of place in the box. The replacement was brand new.